Event description:
Baxter sales representative reported that per customer "cracked" tubing was found in one of their clinics. Further follow up with facility revealed that the set was leaking due to a crack in the tubing. Reportedly, the leakage was discovered when the set was being detached from a pt who was being discharged from care center. Contact stated that it is unknown what kind of solution was being infused at the time of reported incident; however, they were able to confirm that no chemo was used. Contact confirmed that there was no pt injury or medical intervention required as a result of the reported condition.